Event description:
It was reported via repair work order that the scale reading would fluctuate due to load cell cable malfunction. It was also reported that the headend had intermittent function due to potentiometer malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.